Manufacturer narrative:
Another initial reporter: (B)(6) due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had sensor calibration failed occurred during use on a patient. No harm or injury to the patient was reported.